Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after showering while wearing the pump. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours. During follow up approximately 2 hours after event, customer notified tandem technical support that alarm had cleared and insulin delivery resumed.